Event description:
The user received an erroneous ammonia result for one patient sample. The initial result was 703.1 ug/dl. The sample was manually repeated and generated a result of 272.8 ug/dl. The erroneous result was reported and the user refused to provided any patient information. The ammonia reagent lot number was 61981001. It was determined the sample was collected in a sodium heparin sample tube. Per product labeling, the only acceptable sample tube is k2-edta. The field application specialist determined the rinse mechanism was leaking. The field service representative determined the water pressure was out of adjustment and adjusted it. To verify the analyzer operation, he ran controls and a precision check with good results.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.